Event description:
It was reported that an ilet pump¿s display screen was cracked while the user was away from the reporting caregiver, and the location of the crack on the screen was unknown; the user was wearing a dexcom g7 and reported a blood glucose of 260 mg/dl without distress. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education with the caregiver and arrangement for device replacement and data sync. Investigation of this case revealed a damaged display component consistent with a broken or cracked screen without associated device alarms or functional alerts. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen with no evidence of device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.